Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what if any other specific type of medical / surgical treatment was provided to treat the reaction? None. Please clarify/specify which adverse event was experienced in the statement: skin reaction to prineo. Did the patient experience an adverse event? Yes. What prep was used prior to, during or after prineo use? None. How many layers of adhesive were used over during application? Single. Was a dressing placed over the incision? If so, what type of cover dressing used? None is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not known. What is the physicians opinion of the contributing factors to the reaction? Normal. Patient demographics: initials / ID; age or date of birth; bmi- patient information not able to be disclosed to vendor. Patient pre-existing medical conditions ¿ patient information not able to be disclosed to vendor. It was noted prineo was used for prior right hip replacement surgery. Was the patient exposed to similar products, such as artificial nails? Not disclosed.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of surgery? Date of reaction? Describe the reaction (e.g. Blister/red/infected/mild). It was noted that topical steroids were administered. What if any other specific type of medical / surgical treatment was provided to treat the reaction? Please clarify/specify which adverse event was experienced in the statement: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. What prep was used prior to, during or after prineo use? How many layers of adhesive were used over during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi, patient pre-existing medical conditions (ie. Allergies, history of reactions) it was noted prineo was used for prior right hip replacement surgery. Was the patient exposed to similar products, such as artificial nails?

Event description:
It was reported that the patient underwent left total hip replacement surgery on an unknown date and topical skin adhesive was used. The patient experienced allergic reaction and dermatitis. The patient was administered topical steroids. Additional information has been requested.